Event description:
Initital information for this spontaneous case was received from a physician and a nurse via company representative on 14-aug-2007: a female patient (who is also a physician) initiated therapy with injectable poly-l-lactic acid (sculptra) for lipoatrophy in 2007, after which she had no problem, reaction, or allergy. Three months later, she received her second treatment with poly-l-lactic acid (lot# unknown/exp. Date unavailable) which was reconstituted with 7 cc of water and 1 cc of lidocaine 24 hours before injection. Five days later, she experienced puffiness/swelling and redness at injection sites (cheeks). The injection sites are very painful and tender to touch. Her face has become puffy bilaterally and it feels "like there is fluid at the site." Physician suspected the cause to be infectious and treated patient with clindamycin and methylprednisolone (medrol pack). The patient discontinued methylprednisolone on her own one month later. The puffiness has subsided substantially and is currently only under the eyes. Concomitant treatment included botulinum toxin type a (botox) therapy given on the same day but at a different site. The events are ongoing at the time of this report. No further relevant information was reported.

Manufacturer narrative:
Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum for follow-up received from the reporting physician via the company representative on 14-dec-2007, which has upgraded this case from non-serious to serious: the company representative reported, that this female patient has pus coming out from "all over her face," for the last five months; (event was not specified as limited to the injection sites.) Patient has big welts, sites not specified, and can't go out in public. In addition, it was reported that the patient also developed atrial fibrillation, (dates and details not provided). No additional medical information was reported. Addendum for follow-up received from unspecified nurses in the physician's office via a company representative on 03-jan-2007: the patient's poly-lactic acid (sculptra) injections were administered by a registered nurse in the physician's office. The patient received monopolar capacitive radiofrequency technology treatment (thermage), not botulinum toxin type a (botox) as previously reported. It is reported that the patient is "doing slightly better." Pus is not coming out from all over her face, but is coming out from the cheek areas. She still cannot go out in public. It is suspected that the patient has a concomitant disease that could have led to this type of reaction, possibly a rheumatological disorder, and a further work-up is being done. No additional medical information was provided.